Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The cause of originally being on program b but later seeing device was on program 1 was determined to be the patient's error. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that patient was having a return of symptoms. Patient stated they are having an increase in incontinence. Patient mentioned they had their knee replaced about a week and a half ago and they turned the therapy off because they didn't know what type of scanning they would do during the procedure. Patient asked if it automatically goes to a different setting when they turn therapy back on. Reviewed therapy information and general programming guidance. Patient confirmed they were on program b originally, but now they are seeing program 1. Patient was able to change back to program b and increase stimulation to a comfortable level. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists.